Event description:
A hospital in another country, reported to our distributor of a leak in the water trap of an rt212 adult breathing circuit. The volume of the leak was slight and was detected in the course of a pre-use check for leaks on a ventilator. No pt consequence was reported.

Manufacturer narrative:
The rt212 is not sold in the USA but it is similar to another device which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation.